Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75 x 24mm synergy xd drug-eluting stent was advanced to treat the lesion. However, resistance was felt at the lesion area during advancing. The device was removed from the patient's body and it was noticed that the proximal part of the stent seems to be lifted. The procedure was completed with another of same device. No patient complications were reported.